Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: lot number 5685473 was manufactured on 6/24/08. A material review report was written for oversized dimension. The one piece was dispositioned as use as is with rationale of pin goes in only partially on one side. Mating piece will fit rod and still be held steady when threaded piece is in gage. Non-conformance will not affect safety or efficacy of piece. All records state that product released was acceptable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the returned 357.411 insertion handle was received in fairly good condition. The device was manufactured in 6/2008 and is over eight years old. Drawing number (B)(4) rev. G was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. Therefore, a review of the assessment is not applicable for this device. The condition of the returned device does agree with the complaint description. The complaint condition for this device was able to be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while doing a trochanteric fixation nail (tfn) surgery, the helical blade was not able to pass through the nail; it was getting caught on the nail. The surgery was successfully completed using a new helical blade, nail and new set of instruments. There was surgical delay of more than one hour reported. This is report 4 of 8 for (B)(4).